Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device has the body kinked approximately at 136cm from the proximal end. The body of the guidewire was broken/fractured approximately at 292cm from the proximal end, at this end, the body was kinked, too; the detached section was not returned. No more damages were found in the device. Dimensional inspection of the outer diameter (od) of the middle and od of proximal section of the wire were performed and were within specifications. Dimensional inspection of the overall length and od of the distal tip could not be performed due to the device condition.

Event description:
Reportable based on device analysis completed on 19aug2019. It was reported that the wire was kinked and could not cross the burr catheter. A 330cm rotawire was selected for use. During the procedure, it was noted that the rotawire was kinked and could not cross the burr catheter. The procedure was completed with another of the same device. No complications were reported and the patient was stable. However, device analysis revealed that the wire was broken/fractured and detached section was not returned.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device has the body kinked approximately at 136cm from the proximal end. The body of the guidewire was broken/fractured approximately at 292cm from the proximal end, at this end, the body was kinked, too; the detached section was not returned. No more damages were found in the device. Dimensional inspection of the outer diameter (od) of the middle and od of proximal section of the wire were performed and were within specifications. Dimensional inspection of the overall length and od of the distal tip could not be performed due to the device condition. Describe event or problem updated.

Event description:
Reportable based on device analysis completed on 19aug2019. It was reported that the wire was kinked and could not cross the burr catheter. A 330cm rotawire was selected for use. During the procedure, it was noted that the rotawire was kinked and could not cross the burr catheter. The procedure was completed with another of the same device. No complications were reported and the patient was stable. However, device analysis revealed that the wire was broken/fractured and detached section was not returned. It was further reported that the fracture issue was noted during procedure and all components of the device were removed from the patient's body.